Event description:
Patient reported having an elevated blood glucose level of 400-500 mg/dl. Patient's normal blood glucose is 120 mg/dl. Patient stated, she took correction via the infusion device without success. Patient reported she changed the infusion set and took correction via the infusion device; was successful. Patient reported, the infusion set cannula was not bent. Patient stated, sometimes she smells insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.